Event description:
It was reported that a patient who underwent primary breast augmentation with 275cc mentor memorygel breast implants experienced left sided rupture with gel bleed, bilateral capsular contracture, bilateral ptosis, and left sided granuloma post procedure. This was accompanied by discomfort bilaterally. As a result, explant without replacement was performed on (B)(6) 2023. The left sided issues were reported initially under 1645337-2024-15173. On (B)(6) 2025 mentor received additional information and initial awareness of bilateral issues.

Manufacturer narrative:
Device evaluation summary: upon visual evaluation of the image provided in the complaint no apparent damage or visual anomalies were observed. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).